Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer powered to an error and it was noted that it would not clear with a software reload and that the link electronic module (lem) needed to be replaced. Due to a lack of available parts for repair this device was to be scrapped and usable parts salvaged with the lem board being saved for failure analysis.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer powered up to an error and a black screen with a message "serious programmer problem." The programmer was returned for service. No patient complications have been reported as a result of this event.